Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Pt daughter reporting that she got uti due to use of pw system. It is unclear if troubleshooting was performed. It is unclear is lot/serial number was provided. No medical impact/injury was reported. Used with female wicks. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: warnings: to avoid potential skin injury, never push or pull the purewick female external catheter against the skin during placement or removal. Never insert the purewick female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Precautions: precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewick female external catheter. Having frequent episodes of bowel incontinence without a fecal management system in place. Experiencing skin irritation or breakdown at the site. Experiencing moderate or heavy menstruation and cannot use a tampon. Do not use barrier cream on the perineum when using the purewick female external catheter. Barrier cream may impede suction. Proceed with caution in patients who have undergone recent surgery of the external urogenital tract. Always assess skin for compromise and perform perineal care prior to placement of a new purewick female external catheter. Maintain suction until the purewick female external catheter is fully removed from the patient to avoid urine backflow. Recommendations: assess device placement and patient¿s skin at least every 2 hours. Replace the purewick female external catheter every 8 to12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's daughter reporting that she got uti due to use of pw system. It is unclear if troubleshooting was performed. It is unclear is lot or serial number was provided. No medical impact or injury was reported. Used with female wicks. It was unknown what medical intervention was provided for urinary tract infection.